Event description:
It was reported that during the implant procedure the scrub tech and doctor could not aspirate the pump after multiple tries. They also tried multiple syringes. The doctor did not want to implant pump and they went ahead with another pump. Cause of the event was unknown. Drug intended to infuse via the device was morphine.

Manufacturer narrative:
Product ID: neu_unknown, lot# unknown, product type: unknown. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.